Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the complainant reported the patient had extensive peripheral vascular disease and despite multiple attempts to gain access via the left femoral artery the cardiac surgeon was unable to obtain access. The impella cp implant was aborted due to patient anatomy.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was patient condition related to peripheral artery disease (pad)/peripheral vascular disease (pvd) vessel condition based on provided clinical information. This report is being filed as part of a retrospective review of historical records.